Manufacturer narrative:
The reagent lot numbers and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and replaced and readjusted all of the probes. He performed tests to confirm that the module was again performing within specifications. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed using the same reagent. The investigation determined the event was due to a component malfunction. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable crpl3 c-reactive protein gen.3, cobas c bilirubin total gen.3 (bilt3), tp2 (total protein), and glucose (gluc3) results from four patient samples tested on the cobas c 503 analytical unit. The initial results were reported to the doctor who complained that the values were too low. Sample ID: (B)(6) the initial crp4 result from the analyzer was 5.14 mg/l the repeat result from another c503 analyzer was 186 mg/l. Sample ID:(B)(6) the initial bilt3 result from the analyzer was 0.436 mg/dl. The repeat result from the analyzer was 10.5 mg/dl. Sample ID (B)(6) the initial total protein gen.2 result from the analyzer was 2.11 g/l. The repeat result from the analyzer was 62.2 g/l. Sample ID:(B)(6) the initial glucose hk gen.3 result from the analyzer was 3.33 mg/dl. The repeat result from the analyzer was 76.8 mg/dl.